Manufacturer narrative:
Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken. The instrument was broken at the distal end. Fragments from the tip of the main tube was missing and was not returned. The main tube was separated from the proximal clevis. The distal tip was returned. The instrument was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The instrument was found to have a broken pitch cable at the distal end. The crimp is not visible during failure analysis based on the product design. There was no material missing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the doctor was attempting to grasp the bowel in a reverse grip when the cable on the tip-up fenestrated grasper snapped. An x-ray was performed to check for any fragments in the patient. The hospital staff was unable to confirm all fragments were retrieved. The procedure was completed with no reported injury.